Manufacturer narrative:
Visually, there was no damage in the construction of the device that would have resulted in the reported ev ent. Electrically the resistance of the entire assembly should be less than 0.3 ohms and the actual measurement was 0.3 ohms which was within specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and 100 v threshold and, while stimulating using a patient simulator, the system consistently returned 1.01 ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint, customer complaint could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation does not working however it was found that it was working with another product during intra-operative. No patient impact. Additional information received, user also confirms there was nothing that was causing a lack of response (i.e. Anesthesia, muscle relaxant on board, or too much fluid in the field). Besides the malfunctioning product. Neither visual nor audible indicators were confirmed when the event was found. The hospital staff checked the current and the positioning of the electrodes, and they concluded the issue was caused by the product.